Event description:
The balloon was inflated but ruptured at approx 8 to 10 atms. In trying to extricate the balloon, there was enough winging on the balloon that it ensnared the stent that was just deployed and as things were being pulled back, the stent that was not fully apposed to the arterial wall was dislodged and it was left in the mid-body of the vein graft. This stent was obviously not fully deployed for the size of this graft.